Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the last testing carried out on (B)(6) 2010 revealed 6 channels with status hi. In (B)(6) 2010, 3 channels had status hi. No fall or trauma is known. Hearing sensation is stable.